Event description:
Device issue: foreign material on device/ balloon peeling. Time of device issue: prior to the procedure. Adverse event: none. It was reported the when the xience v was about to be loaded onto the guide wire, a small hair-like fiber was found on the tip of the balloon shaft. There was no pt involvement. Another xience v was used to complete the procedure without further incident. There was no additional information provided. Analysis of the device found balloon peeling.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. There were fibers entwined in the distal and middle stent struts. There was a fiber strand on the distal end of the tip. The balloon was tightly folded. There were two strands of balloon peeling on the distal taper. There was no other damage noted to the sds. A new indeflator, filled with water, was used to inflate the balloon to 8 atmospheres (atm) to deploy the stent. A chemical analysis report revealed that the clear fibers were similar to the representative types of cellulose fibers, but could not determine the origin. Possible sources for cellulose fiber include, but are not limited to different types of cleaning paper or wipes. Reportedly, the foreign material was noticed as it was about to be loaded onto the guide wire, suggesting that the fibers did not originate from manufacturing sources. The fibers were not observed during unpacking, visual inspection, or preparation of the sds. It is likely the fiber became in contact with the sds as a result of handling during preparation. The foreign material appears to be related to the procedure circumstances and there are no indications of a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this report. All sds are 100% inspected for stent and balloon contamination throughout the manufacturing process, including the point where the protective sheath is placed over the crimped stent. Additionally a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot.